Manufacturer narrative:
The customer did not supply patient demographics such as age, date of birth, sex or weight for either patient. A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. There is no evidence that the access accutni+3 reagent was returned for evaluation. In conclusion, the cause of the event cannot be determined with the available information. (B)(4).

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results for two (2) patients involving the laboratory's access 2 immunoassay system (serial number (B)(4)). The customer reanalyzed both of the patients' samples two (2) additional times on the same access 2 immunoassay system and obtained results both above and within the assay's normal reference range. The initial, elevated accutni+3 results were not released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Calibration, qc (quality control) and system check parameters were all recovering within expected ranges at the time of the event. The first patient's sample (designated patient 1) was collected in a serum tube and the second patient's sample (designated patient 2) was collected in a plasma tube. Both of the patients' samples were centrifuged at 4,000g (g-force) for ten (10) minutes at room temperature. No issues with sample integrity, hardware errors or sample flags were reported by the customer.